Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h6, h11 8 previously reported events are included in this follow-up record. Product return status 8 devices were received.

Event description:
This report summarizes 8 malfunction events in which the device reportedly overheated. - 6 events had the problem identified during a non-clinical procedure. -there was no patient involvement. - 2 events had patient involvement: no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events 8 events were reported for this quarter. Product return status 2 devices were received. 6 device investigation types have not yet been determined. Additional information 8 devices were not labeled for single-use. 8 devices were not reprocessed or reused.

Event description:
This report summarizes 8 malfunction events in which the device reportedly overheated. - 6 events had no patient involvement: no patient impact. - 2 events had patient involvement: no patient impact.